Event description:
This was a lead extraction case conducted in the cardiac catheter lab to remove an rv lead (mdt 6949; 72mths old) damaged during a routine battery change. The patient was prepped with an arterial line, fluoroscopy in use and tee available, blood products in the room and an adult, ep scrubbed in to assist. The md cut and prepped the rv lead with a lld-ez and attempted to retract the helix but was unsuccessful. Lasing began with a 12f sls ii, eventually upsizing to the 14f sls ii due to adhesions. The md lased to the distal portion of the rv lead, extracted the sls/lld/lead and the patient's blood pressure dropped significantly (~20 systolic). The cvs was paged, blood products given and sternotomy tray opened. Eight minutes after the initial drop in pressure the cvs opened the patient's chest, located and successfully repaired an approximate 1cm tear in the ivc. The cvs stated he believed "when the lead was implanted at age 9 it literally grew into the ivc as the patient grew physically" and "the laser had nothing to do with the patient's injury." No devices were retained from the procedure for return analysis as they were disposed of after the procedure. Device lot numbers were not recorded.

Manufacturer narrative:
Device disposed of after use.